Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding issue unclear involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results; product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected as no service max case & work order exists. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1072 was inspected with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1072 shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
The following adverse event information was reported in a case registered (mako knee registry). Event name: fracture of the distal medial fossa of the left femur. Area of occurrence: surgical site. Causal relationship with procedure: because it occurred when the tibia was pulled forward. Treatment name/procedure: fixation of fracture site with fixsorb. Date of outcome confirmation: on (B)(6) 2021. Outcome: recovering.